Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's teacher reported via telephone call that the blood glucose was running high. The set had been changed that morning. The blood glucose went up to 496 mg/dl. The school nurse was treating the customer with a manual injection. The drive support disk was normal. No air bubbles or leaks were noted and insulin exited with a manual prime. No soreness or irritation was noted at the site. The infusion set cannula was crimped. The basal rates and bolus wizard settings were correct. Alarms for no delivery were noted in the insulin pump history. The bolus wizard displayed all entries based on the customer's recollection. The teacher declined to perform a high pressure test. The teacher was advised to change the set and reservoir and insulin.